Event description:
Dissection plane visualized with contrast injection through 8fr sheath. Root cause not determined. Physician elected to convert patient to cea given the proximity of the dissection relative to the arterial sheath. Stent open unused.